Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient¿s first ins had a defect and they had literally been electrocuted by it in (B)(6). It was stated that they didn't sleep for 3 days or nights because of being electrocuted until they could get it turned off. They had emergency surgery on (B)(6) to have it replaced. They stated that they were told ¿it had separated and skin had grown in-between it.¿ no further patient complications are anticipated or expected as a result of this event.